Event description:
It was reported that a flogard infusion pump did not function. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of an f-66 alarm. The reported condition was confirmed as the f-66 alarm. The cause of the f-66 alarm was determined to be a defective/inoperative printed circuit board assembly sensor. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.